Event description:
Boston scientific received information that during a follow up visit, noise was noted on the right ventricular channel. An rv lead fracture was suspected. A decision will be made regarding lead revision in the future. No adverse patient effects were reported.

Event description:
Additional information was received. A replacement procedure was performed. This lead was removed and replaced. Visual observation of this lead revealed the lead fracture. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
This lead was removed, replaced and disposed by the facility. As no return of product is intended, boston scientific cannot confirm nor deny this reported clinical allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.